Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said when they try to connect with the ins they get a message that says different internal device detected. Patient said they handset and communicator have not been replaced. Patient said they only have one ins implanted. Patient is using the my therapy app. Patient said the ins was moved a couple months ago but the ins was not replaced. Patient said they do not have to charge the ins. Patient said they only have the communicator and the handset. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.